Event description:
In this event, a doctor alleged that an aseptico endo dtc caused a file to separate; no injury resulted.

Manufacturer narrative:
Because the unit will not be returned for eval and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.